Event description:
A voluntary MDR/medwatch report was received on 02/19/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to an unverified report submitted via maude, the patient stated that on 12/10/2025, their cgm displayed a reading of approximately 200 mg/dl, and the patient reported feeling tired. While napping, the patient experienced a seizure. At the time of the event, the omnipod 5 pump was operating in modified closed-loop mode. The patient was transported to the emergency department, where a blood glucose measurement was 79 mg/dl, while the cgm continued to show an egv above 200 mg/dl. The report did not describe the clinical details surrounding the reversal or management of the hypoglycemic episode. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5182716. Diabetes mellitus is a known cause of hypoglycemia and seizure.